Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17354108.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead migration. The leads had migrated due to a previous non-device related back surgery wherein the leads were inadvertently moved with a retractor. It was also noted that the patient had a fall and the physician was not sure what caused the fall. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted leads were not returned.